Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the cylinder had a hole. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for reservoir is (B)(4). Correction to field g2: report source. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. The pump did not pass the functional activation tests. No leaks were identified. The pump passed visual test. The cylinders were visually inspected, and leak tested. The visual test found that the first cylinder had holes in the outer tubing from sharp instrument in the middle of the cylinder. Both cylinders had had wear at fold in the middle of the cylinder. No leaks were identified. The rte was visually inspected. No damage or abnormalities were found. The reservoir was visually inspected, and leak tested. The visual test revealed that the reservoir had wear at a fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the reported clinical observations of device - mechanical issue and cylinder hole/perforated could not be confirmed; however, the pump not passing functional testing could affect product performance.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that the cylinder had a hole. The ipp was explanted and replaced. No patient complications reported.